Event description:
The customer stated the insulin ran out in the reservoir and the insulin pump did not give an alarm. Troubleshooting was performed and there were three low reservoir alarms in the alarm history. Ran the self-test and the insulin pump did not beep during the tone test. The customer also reported a blood glucose reading of 600 mg/dl, which the customer treated.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.